Event description:
Contact reported that pt implanted with hardware in 2008, experienced an infection resulting in the revision to remove instrumentation. Doctor commented on corrosion under both sfx connectors where they attach to the rod. Hardware was returned for eval. Device 4.

Manufacturer narrative:
Visual examination showed some minor corrosion that is consistent with metal implants in vivo. Testing is still ongoing at this time. However, at this time no connection can be made between the pt infection and the use of the depuy spine products. If final test report finds something other than what is stated above this report shall be updated.